Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms". Troubleshooting into the reported event determined the reported event was caused by a 3rd party issue. R&d identified that the third party component was sending messages without vitals, and database changes were required to rectify the issue. The hrc technician updated the vaam software version and increased the ram capacity which resolved the issue. Delayed alerts in the event of an emergency could result in a serious injury or death if the event were to recur, therefore hillrom is reporting this event.

Event description:
Customer reported delayed alerts, no vaam activity, then being flooded with alerts, with a large gap between alerts, the vaam dashboard was going stale, existing alerts were staying out for a long time. This incident was captured under hillrom complaint ref # (B)(4).